Event description:
Received email from account alleging that the head hilow is slowly drifting down. According to account, the bed was in the ICU with a patient on the bed when the problem was discovered, but the patient was not injured as a result of this alleged problem.

Manufacturer narrative:
Account stated that they have verified that the problem is in the head hilow cylinder. Account has received a new cylinder but has not installed it. Repair is not complete at this time.